Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 2 months after the dental implant was installed in intraoral region #29 it was verified its non- osseointegration . The 45 ncm of primary stability was achieved and immediate load was executed. Patient presented bone type ii.